Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No unexpected suspend anomaly noted. Device alarmed a21 after the battery change due to faulty c13 on I/b. Device uploaded properly using carelink. Device had cracked case at display window corner, scratched reservoir tube window and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on june 12, 2020 with blood glucose of 600 mg/dl. The customer was treated with insulin drip and lantus in the hospital. Customer reported that insulin pump had no delivery alarm and unexpected restart alarm. The insulin pump will be returned for analysis.